Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the surgeon attempted to put the terminal end of the lead into the extension connector. The end of the lead would not go into the extension connector. The surgeon loosened the set screws and tried again but this did not resolve the issue. The cause of the issue was not determined. No diagnostics/troubleshooting was performed. A new extension was used which resolved the issue as the lead locked into place.